Manufacturer narrative:
(B)(4). Date sent: 10/15/2020. D4: batch #u5af1a. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what caused the firing mechanism to fail. It is possible that the device was fired on thicker tissue than indicated, or fired through a locked reload in previous firings, causing an increase of the internal forces resulting in the component yielding. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure." Upon visual inspection of one video, the following was observed: the video shows a device with a blue reload loaded and a piece of tissue between the jaws. At the 03:10 mark, the jaws are open, the reload can be seen partially fired, and the tissue partially cut with slight bleeding. Some staples can be seen unformed on the tissue. Based on the video, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the surgeon removed the ats45 stapler from the tissue. Another stapler was used to complete transection of the tissue. No adverse event to patient, patient is well.

Event description:
It was reported that during a procedure, the ats45 stapler with 6r45b reload was fired on appendix tissue. First section of the staples could be fired but subsequently in the middle, surgeon felt like there was a jam / very high force to fire. There was no cut on tissue / knife wasn't deployed, but some staples were fired. No other details provided. No patient consequence reported.